Manufacturer narrative:
Initial and final MDR(B)(4)- device 2 of 3

Event description:
Reference number (B)(4) event occurred in germany it was reported that the patient experienced cannula issues with three infusion sets. The cannulas were kinked. The event occurred on 02-oct-2024. Patient noticed symptoms within 3 hours of insertion. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.